Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency coronary treatment when the issue occurred, and it was completed as planned by restarting the system. The philips remote service engineer (rse) inspected the system remotely and confirmed that after spontaneous reboots, the system stalled on logo screen. Analysis of the system log file showed that the connection with the x-ray pc was lost. During troubleshooting, the fse identified a faulty x-ray pc. The fse ordered a new x-ray pc, and the customer replaced it and reinstalled the software. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system spontaneously reboots during procedure, then stalls on the logo screen. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and ordered replacement x-ray computer which will resolved the issue.